Event description:
Customer entered about 10 strips in the meter and received the er1 code for each test strip tested. He also opened his second container of strips with the same lot number and received an er1 code.